Event description:
This is a case report received on 30 october 2009 by baxter. It was reported that in 2009, a 5c4474 homechoice machine was involved in an electric shock incident. At the time of the problem, the device was used to dialyse at hospital in patient when the following occurred: the patient and nurse both received a shock from this machine, patient put his hand on the far end of the heater on the body of the machine, opposite end of the machine to the silver button. The patient was not harmed (just received a small shock). Then when the nurse was removing the plug from the socket he received a small shock from the prongs on the plug. Sample is available for evaluation.

Manufacturer narrative:
If the sample or evaluation results become available, a follow up report willl be submitted.

Manufacturer narrative:
(B)(4). The device investigated in (B)(4) on (B)(4) 2009. Electrical safety tests and other grounding tests inside device were done. The issue was not confirmed.